Event description:
It was reported that marker band detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after four (4) recaptures in an attempt to find an ideal position it was noted via fluoroscopy that the distal marker band of the wds had become detached from the catheter and became attached to the closure device. The physician carefully recaptured the closure device and then removed the wds from the patient. After confirming no component of the marker band remained in the patient the procedure was continued with a new wds. The physician successfully completed the procedure with the new closure device implanted in the laa of the patient. There were no complications or consequences as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system with the implant in the sheath and blood in the device. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that there were numerous kinks in the sheath, and tip damage consisting of flared tri-cuts and abrasions on the inside of the sheath tip. The tip was completely delaminated, and the distal marker band was missing. No other damage or defects were observed. Product analysis confirmed the reported event as the distal marker band was missing.

Event description:
It was reported that marker band detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after four (4) recaptures in an attempt to find an ideal position it was noted via fluoroscopy that the distal marker band of the wds had become detached from the catheter and became attached to the closure device. The physician carefully recaptured the closure device and then removed the wds from the patient. After confirming no component of the marker band remained in the patient the procedure was continued with a new wds. The physician successfully completed the procedure with the new closure device implanted in the laa of the patient. There were no complications or consequences as a result of this event.

Manufacturer narrative:
H6 device code corrected from a0501 to a04 . Device analysis: the returned product consisted of a watchman flx delivery system with the implant in the sheath and blood in the device. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that there were numerous kinks in the sheath, and tip damage consisting of flared tri-cuts and abrasions on the inside of the sheath tip. The tip was completely delaminated, and the distal marker band was missing. No other damage or defects were observed. Product analysis confirmed the reported event as the distal marker band was missing.

Event description:
It was reported that marker band detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after four (4) recaptures in an attempt to find an ideal position it was noted via fluoroscopy that the distal marker band of the wds had become detached from the catheter and became attached to the closure device. The physician carefully recaptured the closure device and then removed the wds from the patient. After confirming no component of the marker band remained in the patient the procedure was continued with a new wds. The physician successfully completed the procedure with the new closure device implanted in the laa of the patient. There were no complications or consequences as a result of this event.